Event description:
It was reported that the colonovideoscope had no image. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the c-cover was burned, and foreign material was found on the air-water cylinder and control unit jet tube clogged (white foreign material). Based on the results of the investigation, a root cause could not be identified. It is likely the following led to the malfunction: according to the investigations, the use of products that contain silicone can cause deposits of white foreign material. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.